Event description:
It was reported to boston scientific that during an unknown procedure, the extractor rx retrieval balloon seemed to "come apart" during introduction to the working channel. The inner catheter seemed to shred away from the outer catheter and the device was not able to be used. The procedure was successfully completed. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1564.

Manufacturer narrative:
A visual and functional evaluation was performed. The shaft was checked for kinks and dents and none were found. It was noted that the ramp flag had not been removed from the ramp in the guide wire lumen before use, as indicated in the directions for use. As a result, the ramp flag had been pushed out of position through the "c" channel of the guide wire lumen wall by the advancing guide wire. This gave the appearance of the catheter coming apart. The balloon was examined and found to have burst. Both proximal and distal balloon bonds were examined and found to be continuous, intact and within the required bond length specification of 1mm. Operational context may have been the cause of the balloon burst.